Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (the patient's next of kin) contacted animas on (B)(6) 2013 reporting that the patient passed away. The reporter indicated that the patient was transported via ambulance to a hospital where the patient died in the emergency room. The reporter indicated that the patient's cause of death was diabetic ketoacidosis. The reporter indicated that it was not clear what had happened but the patient's blood glucose was over 1000 mg/dl. The reporter declined to return the pump stating that they would like to keep it. The reporter agreed to review the pump but did not have the pump at the time of the call. A second reporter contacted animas to review the pump. The pump history showed multiple boluses each day leading up to the patient's death. The total daily dose history appeared to be adding up correctly. There were no relevant alarms recorded in the pump history. The pump prime history appeared that the pump was primed adequately. The patient's certified diabetes educator (cde) spoke with the animas territory manager. The cde stated that the reporter had come into the clinic and was hoping to donate the pump to the clinic since the patient passed away. The cde indicated that the patient was often falsifying blood glucose readings by using a friend's readings. The cde indicated that the patient was not feeling well and the reporter was going to take the patient to the hospital when the patient was found dead. The cde indicated that there was no implication of the pump in the patient's death. This report is made based on the allegation that the patient's cause of death was diabetic ketoacidosis and use of the insulin pump could not be ruled out as a possible cause or contributor to the event.